Event description:
Endo gia 30 stapler with vascular load stapled across vein and didn't fire properly. Ref# lot # p8k0202. Vein torn with bleeding. Surgeon forced to do thoractomy to control bleeding. Per the report "vascular load of the endo gia stapler was then inserted and it clamped across the vessels. However, the device would not fire."